Manufacturer narrative:
Investigation results: a polaris ultra stent was returned for evaluation. A visual examination of the returned device was performed and found that the stent was broken at 6.3 cm from the bladder pigtail. The stent break was specifically located in the side port hole. The suture was not returned for analysis with the rest of the device. No other anomalies or damages were encountered. Based on the product analysis, the defect noted could have been caused by the user due to excessive manipulation and interaction of the stent with suture this type of failure is consistent with one caused when a stent is pulled strongly and/or was submitted to an excess of force; excess of force may cause damage, deformities or break of the stent. Therefore, 'handling damage' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was used during a procedure, performed on (B)(6) 2018. According to the complainant, during unpacking, when it was taken out of the box,it was noticed that the stent was broken. It was reported that the device did not separate into two or more pieces. The procedure was completed with another polaris ultra stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; stent broken.